Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture.

Event description:
Patient reported a left side exchange from textured to smooth. Healthcare professional later reported capsular contracture, baker grade iii, rupture discovered during surgery and exchange of textured device due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: rupture: observed, one opening on anterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Patient reported a left side exchange from textured to smooth. Healthcare professional later reported capsular contracture, baker grade iii, rupture discovered during surgery and exchange of textured device due to patient's concern with product. Device has been explanted.